Manufacturer narrative:
The presence of the s antigen was confirmed on retention crrs, lots x230 and x232. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported an unexpected negative reaction on a patient sample with capture-r ready-screen (crrs) lot #x230 exp date 03/04/2008. Another sample from the same patient was run and tested positive using crrs lot # x232. The original sample was repeated and tested positive with crrs lot #x232. An ab_ID was run on the second sample and anti-s was identifed.